Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) heard humming tones being emitted from his device. When the patient was brought in for follow-up, the nurse was unable to interrogate the device. After manually restarting the software, the message "warning: possible device malfunction" appeared on the programmer.